Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500-600 mg/dl; cause was unknown. Customer delivered a correction bolus via the pump and changed supplies to address bg and then reverted to manual injections for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.